Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt rebooting procedures, which were unsuccessful, and then advised them to charge the device, but the screen remained off. With the red led blinking and vibrations occurring, the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.